Event description:
It was reported that pump insulin gauge displayed amount different than expected, showing about 30 units when caller expected about 260 units, and that difference had occurred on a previous day rather than at time of call. There was no reported impact to the customer¿s blood glucose level. Caller used cartridge from reported lot, requested email with cartridge loading resources, and technical support provided educational resource links and instructed caller to call back for troubleshooting if issue recurred, which caller acknowledged.